Event description:
On may 8, 1998 pt had intertransverse process fusion l5-s1 with the use of instrumentation (isola rod and screws). On november 6, 1998, pt had surgery for fractured sacral screws, bilateral, post pedicular screw instrumentation. Removal of screw instrumentation and reapplication of pedicle screws to l5-s1. Questionable post traumatic injury of lifting end of treadmill.